Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a lead safety switch. The switch triggered due to high out of range pace impedances that were greater than 2000 ohms. The lv lead had exhibited impedances of 1100 ohms at implant. At this time, the lead remains in service. Impedances have returned to stable values and the patient is being monitored remotely. No adverse patient effects were reported.